Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited mild devitrification at the output window location; the metal cap and distal portion of glass cap were detached and not returned. Based on the analysis, the potential for forward firing may also exist probable root cause: based on the product analysis results, the probable root cause of the failure is: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.

Event description:
It was reported that after 12 minutes of use during a prostate procedure, the surgical fiber ¿stopped¿ working. The procedure was completed using a second surgical fiber. Outcome: "no damages to the patient".